Event description:
The physician successfully implanted 3.0 mm diameter x 15 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the proximal rca (ref MFR # 2953200-2010-02385). The proximal rca had a 50% tubular stenosis and the distal rca had an 80% eccentric stenosis. A 2.5 mm x 12mm sprinter legend balloon was used during the procedure to treat the distal rca (ref MFR # 2953200-2010-02386). A 3.0mm x 15mm sprinter legend balloon was also used to treat the mid rca. It is reported that a dissection occurred during the index procedure which required the placement of a proximal stent. The post-procedure course was uncomplicated and the pt was discharged. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval: results: (distal rca had an 80% eccentric stenosis, proximal rca had a 50% tubular stenosis), (dissection). Conclusion: (distal rca had an 80% eccentric stenosis, proximal rca had a 50% tubular stenosis).